Event description:
It was reported that the surgeon inserted a cc4204a single piece collamer lens with aspheric optic, using the nanopoint injection system and there was a smudge on lens after it was implanted. The reporter believes the smudge came from the injector. The physician reported the spot dissipated after several days and the patient is doing fine now. No patient incident.

Manufacturer narrative:
(B)(4)